Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing cap with the incident lot was observed. Four pouches were observed in the photo to be missing the syringe end cap. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing cap was not observed. Bd was not able to determine a definitive root cause for the missing caps. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ , the device experienced hemoguard cap is missing from the package. The following information was provided by the initial reporter. The customer stated: 1st incident: sampling syringe without cap in the packaging. Impossible to close the syringe after arterial sampling. Impossible to send it to the pneumatic tyre thus packaged. A second syringe was opened to retrieve the stopper. The lack of a stopper observed on this batch was the subject of a quarantine. 2nd incident: during the preparation of a care trolley for a blood test by the night colleagues, they noticed that the syringes did not have a stopper to close them. When checking the stock, several had this defect.